Manufacturer narrative:
Results of investigation: it was reported that revision surgery was performed because the cone fractured after 14 years since the implantation. The procedure was completed without delay. The affected journey bcs insert was returned and evaluated. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident is corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. A lab analysis conducted during this investigation noted the device was inspected visually to determine the cause of the reported incident. No destructive analysis was conducted during this investigation. The articulating and nonarticulating surfaces of the insert are worn with some discoloration. The post was fractured off the insert. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical evaluation noted that no relevant supporting documentation was provided, therefore a thorough medical investigation could not be performed. Based on this investigation, the need for corrective action is not indicated. Some potential causes could include but are not limited to fit/sizing, traumatic injury or wear of device. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that revision surgery was performed because the cone fractured after 14 years since the implantation. The procedure was completed without delay. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Updated: d4: part number/ lot number/ UDI/ exp date, h5: mnf date.